Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with his sensor readings. It was reported that the customers sensor was reading low, so the customer treated for low blood glucose levels. It is reported that the customer then experienced diabetic ketoacidosis and had to treat for it. The customer's blood glucose at the time of incident was 127.8 mg/dl. Troubleshooting was conducted. It is reported that the sensor was found to be operating properly. Nothing is being returned at this time.